Event description:
A pt was undergoing a thoracotomy procedure. As the surgeon was cauterizing adhesions, he felt heat near his arm. The monopolar cable connected to an electrode had separated at the female connector. A skin burn was noted on the pt's lower chest area. Severity of the burn was second or third degree. Excision of the burned area, about 3cm in diameter, was done.